Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test and unexpected restart error test. No unexpected restart error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had an unexpected restart and buttons was not responding. Customer¿s blood glucose level was 446 mg/dl. Customer¿s current blood glucose value was 332 mg/dl. Customer treated with manual injection for high blood glucose. The customer decline troubleshooting for high blood glucose. The product will return for the analysis.